Event description:
It was reported that the balloon was stuck with the guidewire. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon was stuck with the guidewire. The catheter and guidewire have to be removed as one unit and the procedure was completed with another of same device. There were no patient complications reported.